Event description:
Rptr had a laminectomy in 1986 at l4-5. In 1991, the dr told her she had an unstable spine. Without disclosing to rptr, he put screws and rods in that area. Since that time she has debilitating pain in her back and legs. She is much worse than before the surgery. She is constantly seeing drs to help her with pain.